Event description:
On 30th may 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. No fragments were found in patient and there was no patient harm. No secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Photographic evidence provided from the field for device ar-1934bcf-2, batch number 15318578, revealed that the anchor was damaged. Therefore, arthrex was able to determine a most likely cause based on the available evidence. The most likely cause can be attributed to misaligned insertion or prying/leveraging of the device during insertion.